Manufacturer narrative:
A ge rep evaluated the system and repaired a workstation connector and replaced a power supply.

Event description:
Customer reported, the system will not produce an image when taking x-rays. No pt injury was reported.